Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on june 21, 2021, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was intended for use in the splenic artery to treat an aneurysm. Once the device was in the vessel the physician had difficulties positioning the device correctly. He had to move the vbx device back and forth, until the decision was made to retract the vbx device. The physician was using a lot of force to pull the vbx device back through the introducer sheath. After the delivery catheter was removed, he noticed that the vbx device had become dislodged in the vessel. The physician was able to get a smaller balloon (manufacturer unknown) into the vbx device and deploy the vbx device. The patient did not experience any adverse consequences. The physician stated it was tight getting into the vessel.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The returned device was confirmed as a delivery system (135 cm) for a gore® viabahn® vbx balloon expandable endoprosthesis (8 mm x 29 mm) device. The endoprosthesis was not present, having been deployed in the patient. Catheter kinks were observed at 85.5 cm and 110 cm, as measured from the edge of the strain relief shrink sleeve component of the hub assembly. The cause of the device damage could not be confirmed. The cause of the reported device failure mode, device cannot reach access site. (E.g. Delivery system too short, insufficient pushability/trackability, distal end of catheter too flexible), could not be established. Observations during evaluation of the returned device are consistent with the reported complaint, but the cause of the reported device failure mode could not be confirmed. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The IFU provides instruction that if excessive resistance is felt, the delivery catheter and sheath be removed together as a unit. The reasonably foreseeable misuse: user cannot advance delivery system into patient leading to the potential for stent migration (i.e., guidewire, catheter, or introducer sheath has kink, bend, or damage), is related to using too high of a force when advancing the delivery catheter. Applying force may compromise the vbx device, guidewire or sheath, and this may subsequently limit further advancement. In addition, this reasonably foreseeable misuse is also associated with the potential for stent migration (including stent dislodgement/displacement). Do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.